Manufacturer narrative:
The technician found the brake will not hold and the casters continue to swivel when in brake. The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake will not hold.